Event description:
It was reported that the patient experienced and infection. Patient also had symptom of sepsis/septicemia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).